Manufacturer narrative:
Please see attached summary memo.

Event description:
The doctor reported the implant was removed due to loss of osseointegration 2 years and 7 months after implant placement surgery. Bone quality around the area was type I, and oral hygiene around the implant was moderate. Bone resorption was observed during the implant removal surgery. Bone augmentation material was not used in implant placement surgery. The patient has since recovered.